Manufacturer narrative:
A service engineer replaced the power management board. It was noted that the device was corrected and returned to service with no restrictions.

Manufacturer narrative:
Reporter phone number - (B)(6)

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down. The device was in clinical use when the issue occurred. The patient was moved to a different ventilator. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator shut down. It was determined by the service engineer that the power management board would need to be replaced.